Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, the patient was admitted in (B)(6) hospital on (B)(6) 2018. She underwent redo aortic valve replacement surgery the following day. A 21 mm on-x mechanical valve was inserted. A narrow sinotubular junction and severe calcification of the aortic root caused difficulty in the insertion of the valve and regretfully damage was caused to one of the leaflets of the mechanical valve that was initially inserted. This necessitated removal of that valve and insertion of a second one of the same size and make (on-x 21mm).

Manufacturer narrative:
Initial information contained the following: ¿we confirm that patient, [redacted], severe stenosis sufferer and bioprosthetic aortic valve deficiency (old avr 2011) was subjected to (B)(6) 2018 in reoperation-aortic valve replacement with onx21mm mechanical. During the operation of the insertion of the prosthetic valve a piece of the tongue was cut off and a second valve of the same size had to be used. An onx 21mm mechanical valve is installed. In attempting to place the prosthetic valve a piece of the tongue was detached and a second valve of the same size had to be used. Conclusion of aortotomy. After diligent venting, remove the aortic aneurysm exclusion. Placement of epicardial provisional pacing electrodes and weaning from extracorporeal circulation. The disopharyngeal ultrasound scan shows good functioning of the prosthetic aortic valve without escape. The patient is transferred to the ICU in a stable hemodynamic condition.¿ additionally, in response to a request for clarification regarding the description of the event in the medical report, a medical certificate was received with the following information; ¿this is to certify that [redacted], was admitted in (B)(6) on (B)(6) 2018. [Patient] underwent redo aortic valve replacement surgery the following day. A 21 mm onx mechanical valve was inserted. A narrow sin[o]tubular junction and severe calcification of the aortic root caused diffic[u]lty in the insertion of the valve and regretfully damage was caused to one of the leaflets of the mechanical valve that was initially inserted. This necessitated removal of that valve and insertion of a second one of the same size and make (onx 21mm).¿ the manufacturing records for the onxane-21 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A sample review was performed for the returned onxane-21 sn (B)(4) on 06/29/2018. The sewing cuff was not returned with the valve. One broken leaflet was observed on the major radius edge. The missing fragment was not returned. No damage to the housing was evident, or to other leaflet. The valve, after decontamination, shows a large leaflet fracture appears to be a result of impact or load applied most likely by a surgical instrument during implantation ¿ iatrogenic. The on-x instructions for use (IFU) provides detailed precaution and cautionary statements regarding potential damage to the valve during implantation. See the following excerpts from the on-x IFU, (B)(4)- handle the prosthesis with only on-x life technologies, inc. (On-xltl) on-x prosthetic heart valve instruments. Only on- xltl on-x prosthetic heart valve sizers should be used during the selection of the valve size; other sizers may result in improper valve selection. Avoid contacting the carbon surfaces of the valve with gloved fingers or any metallic or abrasive instruments as they may cause damage to the valve surface not seen with the unaided eye that may lead to accelerated valve structural dysfunction, leaflet escape, or serve as a nidus for thrombus formation. Avoid damaging the prosthesis through the application of excessive force to the valve orifice or leaflets. 9.3 handling and preparation instructions caution: handle the prosthesis with only on-xltl. On-x prosthetic heart valve instruments. Only on- xltl on-x prosthetic heart valve sizers should be used during the selection of the valve size; other sizers may result in improper valve selection. Caution: avoid contacting the carbon surfaces of the valve with gloved fingers or any metallic or abrasive instruments as they may cause damage to the valve surface not seen with the unaided eye that may lead to accelerated valve structural dysfunction, leaflet escape, or serve as a nidus for thrombus formation. Caution: avoid damaging the prosthesis through the application of excessive force to the valve orifice or leaflets. This event does not identify additional hazards or modify the probability and severity of existing hazards. No action necessary. Based on the information, root cause for this event is damage to the valve during implantation. Furthermore, there is no suggestion, evidence, or indication that the valve, onxane-21 sn (B)(4), was functionally deficient. Additionally, according to the medical certificate, the valve damage was iatrogenic. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, the patient was admitted in (B)(6) hospital on (B)(6) 2018. She underwent redo aortic valve replacement surgery the following day. A 21 mm on-x mechanical valve was inserted. A narrow sinotubular junction and severe calcification of the aortic root caused difficulty in the insertion of the valve and regretfully damage was caused to one of the leaflets of the mechanical valve that was initially inserted. This necessitated removal of that valve and insertion of a second one of the same size and make (on-x 21mm).